Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for three (3) years and 11 months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Upon further investigation, it was learned through healthcare provider that the valve was explanted due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis) are reportable. In this case, since the onset of the disease was after 60 days, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for three (3) years and 11 months, was explanted due to endocarditis (staphylococcus hominis, pseudomonas). The patient was presented with heart failure and dyspnea. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. The patient was stable at the end of the procedure.